Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had keypad anomaly. The customer blood glucose was 11 mmol/l. The customer was treated with pen. The customer reported that the buttons were not responding. Customer stated that the button was not unresponsive during an easy bolus attempt. The customer reported that the time clock was advancing. The customer advised to discontinue use of the pump and revert to a back-up plan per health care professional instruction. The customer advised that the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had unresponsive buttons due to flattened ok button dome switch. Unable to perform displacement and self tests due to the keypad anomaly.